Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a qdot micro catheter and an irrigation issue (device used on patient) was observed. The device evaluation was completed on 31-oct-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device failed the test due to being partially occluded with dry reddish material inside the dome. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The occlusion issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and tubing to ensure purging of trapped air bubbles and to verify irrigation through the tip electrode. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a qdot micro catheter and an irrigation issue (device used on patient) was observed. The qdot micro catheter was not irrigating properly. It looked like some of the irrigation holes were blocked. The catheter was replaced and the issue resolved. The procedure was continued and completed. There was no patient consequence reported. Additional information was received on 02-oct-2025. The suspected device for the reported flow/irrigation issue was the catheter. The device was used on the patient. Bubble error was noted on the irrigation pump. Steps taking to resolve the irrigation issue was flushed and realized the catheter could not properly connect to the fluid tubing. Therefore, changed the catheter and all was good. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. The irrigation issue was originally considered non-reportable, however, bwi became aware on 02-oct-2025 that the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 02-oct-2025.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-oct-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).